Manufacturer narrative:
No product has been made available for manufacturer analysis and no lot number provided for manufacturer device related investigation. No reporter detail provided for incident follow-up/investigation. Given the lack of available information, the manufacturer is unable to complete further investigations at this time and no root cause can be established. The relationship between the coopervision device and the event is unconfirmed. Should further information become available, the manufacturer will complete further investigations as appropriate and submit a follow-up report as applicable.

Event description:
This incident was received by via the online retailer, (B)(6), as reported to them by the patient and limited information provided. According to the details provided, the patient alleges experiencing an eye infection and no other information has been provided. Good faith efforts have been made obtain more information without success. As of the date of this report additional information is unknown. This event is being reported with an abundance of caution due to the unknown nature or severity of the alleged infection with a lack of medical information, and potential for permanent injury. Should further information become available, a follow-up report will be submitted as appropriate.